Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2016; ddbb1d4 ICD, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that during extraction of another lead, the right atrial (ra) lead thresholds went up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.